Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii catheter y 18gax1.16 in was damaged. The following information was provided by the initial reporter: because of the property in dispute to the outer court check out of the lungs neoplasm in our chest CT enhanced scan, in the process of the injection of contrast agent, the right of lien bd intima yards closed venous indwelling needle is broken, and cause some contrast spillover, imaging the effect not beautiful. No harm was done to the patient. The broken indwelling needle was removed and a new indwelling needle was replaced. She was kept under observation for half an hour before she was allowed to leave.